Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported after wearing a tampon for four hours, upon removal the string pulled out leaving the tampon inside. She was unable to remove the tampon and went to the clinic. Tampon was removed at clinic and no additional medical attention was required.